Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes had underfill or low draw of a tube w/ blood and clotting/micro clots/fibrin clots. The underfill event occurred 10 times. The clotting/fibrin clots event occurred 5 times. The following information was provided by the initial reporter: the customer stated "the phlebotomist say they are having trouble getting these tubes to fill properly. The tubes have no vacuum and they are also seeing fibrin in the tube."

Manufacturer narrative:
H6: investigation summary: material #: 367962 lot #: 0100298. Bd received 42 samples for investigation. The customer samples were tested and no issues relating to underfill/vacuum issue or fibrin were observed. Ten customer samples were evaluated and the customer¿s indicated failure mode of ¿underfilling¿ with the incident lot was not observed as the 10 tested samples met the required specifications during water fill testing. In addition, customer returns were further evaluated for fibrin and underfill/vacuum issues. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (fibrin and no vacuum) because the defect was not evident in the testing of the customer lot samples. Visual evaluations in both returns and control lots for fibrin demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm this complaint for underfill/vacuum issues or fibrin based on the testing completed. A complaint history review was performed, and this was the 2nd complaint received on this lot for underfill, which was also unconfirmed. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes had underfill or low draw of a tube w/ blood and clotting/micro clots/fibrin clots. The underfill event occurred 10 times. The clotting/fibrin clots event occurred 5 times. The following information was provided by the initial reporter: the customer stated "the phlebotomist say they are having trouble getting these tubes to fill properly. The tubes have no vacuum and they are also seeing fibrin in the tube".